Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "effect of femoral component design on patellofemoral crepitance and patella clunk" written by benjamin m. Frye, md, mark w. Floyd, md, dahn c. Pham, bs, john j. Feldman, bs, and brian r. Hamlin, md published by the journal of arthroplasty vol. 27 no. 6 2012 was reviewed. The article's purpose was to determine if changing the femoral component design of a particular posterior-stabilized total knee prosthesis would affect the incidence of patellofemoral crepitance and patella clunk syndrome. Data was compiled from 244 tkas in 217 patients and all patients were implanted with depuy pfc sigma posterior-stabilized prosthesis between october 2006 and september 2009. Cement manufacturer was not identified. All patients had patella resurfacing. Depuy products utilized: pfc sigma posterior stabilized. Adverse event: patella 'clunk' and crepitance (treated by arthroscopy for debridement), adhesions (treated by arthroscopy debridement).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.